Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the reported issue cannot be confirmed and the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a basilar tip aneurysm using penumbra smart coils (smart coils). During the procedure, the physician experienced resistance and was unable to advance a smart coil out of its introducer sheath and into the hub of a non-penumbra microcatheter. Therefore, the introducer sheath containing the smart coil was removed and the procedure was successfully completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.